Manufacturer narrative:
Evaluation summary: the alleged event of distal mis-targeting was not confirmed. Functional test revealed neither proximal nor distal contacts of the drills to the drill holes of a sample nail. The function of the target device returned was fully given. Although a real root cause could not be determined the alleged event is most likely caused due to a sub-optimal intra-operative procedure.

Event description:
It was reported that 2 misdrillings occurred.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that 2 misdrillings occurred.